Manufacturer narrative:
Follow-up #1: date of submission: 11/17/2016- upon review there was no allegation of a casing/condition issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2017 with the following findings: investigation revealed the battery compartment was cracked from the case seal traveling to the grip pad.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked from the case seal traveling to the grip pad. This report is made based on results of investigation completed on 01/07/2017.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.